Manufacturer narrative:
Add'l suspect medical device components involved in the event. Model #sc-8120-70, sn #(B)(4), description - artisan 2x8 paddle lead (with slotted electrodes), 70cm. The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the lead was popping out of the pt's skin. When the physician opened up the pocket pus was found. The pocket was cleaned and the devices were explanted and were replaced with a new scs precision system. Due to the scar tissue from the previous pocket site, the physician created a new pocket to avoid the risk of infection. The pt did not experience redness of soreness. The pt was hospitalized overnight and was administered IV antibiotics inter-operatively and post-op.